Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he woke up with a blood glucose reading of 333 mg/dl. The customer changed the infusion set and noticed that the cannula was bent over. The customer stated that the insulin pump did not give a no delivery alarm. Troubleshooting was performed, and the insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. Also found that the customer was not filling the reservoirs properly. The customer was given instructions on how to fill the reservoirs properly. Nothing further was reported.